Event description:
It was reported that the pin would not fit all the way through in the port to the lead. The physician tried a new device and pin did not advance all the way into the header. The lead was not implanted and returned for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of the pin not being able to fit into the header was confirmed in the laboratory. Examination of the lead revealed the connector pin was assembled into the connector assembly, which could happen during manufacturing process. The lead was tested and was not able to be inserted into the connector.